Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found.most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 210, 242, 214 and 315mg/dl. The customer's expected fasting blood glucose test result range is 149 to 189mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 298 and 316mg/dl. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is approximately five days ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concern:high results.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 210, 242, 214 and 315mg/dl. The customer's expected fasting blood glucose test result range is 149 to 189mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 298 and 316mg/dl. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is approximately five days ago. The meter memory was reviewed for previous test result history: (B)(6).